Event description:
Postoperatively at tls drain broke off during removal by the dr. A portion of the drain remained lodged under the pt's scalp incision. Surgical removal was necessary. There were no further complications.